Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This same event was reported on a second suspect medical device in manufacturer report 1628664-2018-02093.

Event description:
The customer observed falsely elevated alpha 1 fetoprotein (afp) results on the archiect i2000sr analyzer. The following data was provided: initial 725.48, repeated 9.0 and 8.85 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, instrument service and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Instrument service and cleaning the sample probe and the sample addition port position parts helped resolve the issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.